Event description:
A nurse reported that there was no aspiration and a system message displayed during surgery. The issue was resolved by replacing the fluidics management system. The surgery was finished without pt harm. A product sample and additional info and has been requested. No updates have been received.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).